Event description:
The customer alleged they received questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) results on their e601 analyzer. The customer stated they were getting inconsistent results in the automatic dilution mode of the analyzer for about the last two weeks. The customer provided data for one patient with discrepant results. The patient's sample was initially diluted 1:100 and the result was 98730 miu/ml. The sample was then repeated without dilution and the result was 10000 miu/ml accompanied by a data flag. The sample was tested with a dilution of 1:100 and the result was 10.00 miu/ml accompanied by a data flag. The sample was then tested with a dilution of 1:100 and the result was 10.00 miu/ml accompanied by a data flag. The customer stated the discrepant result was never reported to the patient. Information on whether the patient was adversely affected was requested but not provided. The hcgb reagent lot number was 00171601 and provided expiration date was 06/2014. The field service representative went on site. He checked and adjusted the sample probe and pre-clean. He found the sample probe movement was not correct when pipetting the diluent. He changed to a new reagent and diluent lot. Calibration and quality control was performed. Sample testing was performed. Manual dilution was performed with the new lot of diluent and the re-run gave the correct result. A definitive root cause could not be determined with the information provided. Further details were requested but not provided. The calibration results were within range, but it was noted the customer was not following the recommended calibration frequency. The quality control recovery was good.

Manufacturer narrative:
This event occurred in (B)(6). The specific part number involved in this event was requested but not provided.